Event description:
On 7/31/94, ng tube was inserted. On 8/28/94, it was removed and it was discovered that the tungsten tip was left in pt, having become separated from the tube. Drs felt pt would pass the tube tip without problems. Pt subsequently died on 9/1/94.